Manufacturer narrative:
Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed. The battery and uninterruptible power supply (ups) were replaced. The system then passed the system checkout and was found to be fully functional. Hardware analysis determined that the ups was damaged; the returned battery had not faults. The ups and battery would overheat after 3 hours of running and cause the ups to power off. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. During the procedure, the system was unplugged from the wall and shut down. Later while taking a spin, the system also shut down while it was plugged into the wall. The system was then powered back on and no problems occurred for the remainder of the case. The issue resulted in less than one hour procedure delay. There was no impact on patient outcome.